Manufacturer narrative:
Health effect- clinical code 4581: significant reduction of endothelial cell count or significant endothelial cell loss. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 -8.00/3.5/102 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to significant reduction of endothelial cell count/loss. It was reported that the problem resolved.